Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter became separated from cuff. Sent to radiology for removal and replace line. Cuff was ingrown in the chest wall and unable to remove.